Event description:
It was reported that the patient was hospitalized due to hypoglycemia on (B)(6) 2025. The patient stated that their continuous glucose monitor (cgm) read "high" resulting in them administering correctional doses. The patient stated that upon arrival at the emergency room (ER), a finger stick was done, which showed their blood glucose (bg) levels to be 220 mg/dl, 30 minutes later their bg was at 157 mg/dl, and 10-15 minutes later 35 mg/dl. Symptoms reported include feeling very lethargic, no energy, weakness, clouded thoughts, was nearly unresponsive within an hour of arrival, and having difficulty speaking. At the hospital, the patient was treated with glucose via intravenous. The patient was discharged the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s908usqs8eyc1 smartphone hardware: sm-s908u cgm sensor type: g7.